Event description:
It was reported when changing the dressing 24 hours after catheter insertion, a crack was found at the connection between the transparent extension tubing and the luer connector. Although no fluid leakage was observed during infusion, the catheter was removed for safety reasons and a PICC catheter was reinserted on the opposite arm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked connector is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt clearvue connector were returned for evaluation. An initial visual observation of the photographs showed a small split in the white collar of the connector piece. The split was observed in the portion of the collar that overlaps the red molded joint. No liquid was observed to leak from this crack. The nxt connector appeared to be assembled as directed. No additional damage to the device could be seen in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.